Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes are clotting. This occurred on 4 occasions after use. The following information was provided by the initial reporter: the customer is experiencing issues with the clotting time of sst ii tubes, where the tubes are appearing to clot instantly rather than the expected 30 minutes.

Manufacturer narrative:
H.6. Investigation summary: bd received samples from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for instantly rather than the expected 30 minutes with the incident lot. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported that bd vacutainer® sst¿ ii advance plus blood collection tubes are clotting. This occurred on 4 occasions after use. The following information was provided by the initial reporter: the customer is experiencing issues with the clotting time of sst ii tubes, where the tubes are appearing to clot instantly rather than the expected 30 minutes.